Event description:
The complainant contacted leica biosystems and reported that tissue samples from multiple runs over the preceding few days, which had been processed using the "4 hour biopsy" protocol in either retort a or b of histocore peloris 3 rapid tissue processor serial number (B)(4), were "crunchy/dry".on 09 march 2021, the leica applications team lead - core histology (fss) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "customer states that some samples out of 7 processing runs were crunchy/dry. Customer sent picture of status screen showing that bottle 5 was locked by density meter. Event log displayed code 121 message stating that reagent not in expected range. Bottle 3 retort b. Customer advised to leave instrument as is until fas can arrive on site. Upon fas arrival the message for bottle 5 was gone from the screen. The lead tech had reset bottle 5 as 70% in the software without changing out the bottle contents. When running hydrometer checks, the concentration of the bottle 5 were [sic] not 70%. In reviewing the instrument, gauze was found in the bottom of wax chamber 1 and water globules at the bottom of wax chambers. Appearance of bottle 3 contents were significantly murky. Multiple bottle concentration readings were off from peloris concentrations displayed in software. Multiple bottles on board for over 30 days. Lab manager states that tissue quality was affected as of (B)(6) 2021 and was just notified of the issue when she returned from vacation. Lead tech states that not all tissue was affected in the runs. Although specimens were hard to cut, no reprocessing was performed and slides were submitted for review." The fss documented the following recommendations: "fse to review instrument and assist in removing water from wax chambers, lines, etc. Customer carryover value for 4 hr protocol change from 50 to 100 based on sponge use. In addition, instrument maintenance and reagent management reviewed with staff. All reagents including wax chambers changed out according to initial set up recommendations. Customer would like to wait for root cause analysis and will then run test runs."the fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottles 3, 5, 6, 8 and 9, in which the measured ethanol concentration was 43%, 98.9%, 72%, 84.4% and 60.0% respectively and the calculated concentration was 78%, 70%, 93%, 96% and 88% respectively.the fss documented that the tissue samples exhibiting sub-optimal processing were derived from seven (7) processing runs using the "biopsy 4 hr" protocol, which comprised a total of 1160 cassettes either started or completed between (B)(6) 2021. The specific number of cassettes from which the quality of tissue processing was adversely impacted was not known. The tissue type(s) and size(s) of the affected samples were detailed as: "gi" and "1.5" respectively.on 25 march 2021, leica biosystems (B)(4) received information from the leica applications team lead - core histology that all cases involved in this event were diagnosable.

Manufacturer narrative:
The fss documented that the tissue samples exhibiting sub-optimal processing were derived from seven (7) proocessing runs using the "biopsy 4 hr" protocol, which comprised a total of 1160 cassettes either started or completed between (B)(6) 2021. The specific number of cassettes from which the quality of tissue processing was adversely impacted was not known. Manufacturer evaluation of the instrument logs showed that: - the "biopsy 4 hr" protocol, which is of 4 hours and 3 minutes duration, has been validated for use by the laboratory since 31 october 2020; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to use of this protocol. - at 14:20pm on (B)(6) 2021, a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to 70% following replacement of the reagent. - bottle 5 (ethanol) was subsequently scheduled for use in the first dehydration step of the "biopsy 4 hr" protocol started in retort b at 16:30pm on (B)(6) 2021. However, bottle 5 (ethanol) was locked by the density meter at 04:14am on (B)(6) 2021, which prevented it being used in first dehydration step of the "biopsy 4 hr" protocol started in retort b at 16:30pm on (B)(6) 2021; and event code "126" was recorded. Event code "121" and the following associated information was also recorded at 04:14am on (B)(6) 2021: "reagent not in expected range bottle 5, retort b". Per the prescribed software workflow, reagent from a suitable alternative bottle was substituted in in the first dehydration step of the "biopsy 4 hr" protocol started in retort b at 16:30pm on (B)(6) 2021. The ethanol concentration of 98.9% measured in bottle 5 on (B)(6) 2021 suggests that a user actually filled this bottle with 100% ethanol on (B)(6) 2021. - none of the other bottles used in the seven (7) protocols tabulated above were locked by the density meters when used for the first time following replacement of the reagent, which indicates that the reagent concentration in all bottles (except bottle 5 as detailed above) was within the acceptable limit required when replaced. This finding suggests that all concentration discrepancies existing during execution of the seven (7) protocols tabulated above, as evidenced by the variance identified between the ethanol concentration measured on (B)(6) 2021 in bottles 3-10 inclusive and that concurrently calculated by the instrument software based on user inputs, had occurred progressively since replacement of the reagents. - the reagent from bottle 7 (ethanol) with a measured concentration of 93.9% on (B)(6) 2021 was used for the final dehydration step in six (6) of the seven (7) protocols from which sub-optimal tissue processing was reported. - the reagent from bottle 10 (ethanol) with a measured concentration of 93.4% 2021 was used for the final dehydration step in the "biopsy 4 hr" protocol started in retort a at 09:39am on (B)(6) 2021, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument functioned as designed during execution of the seven (7) protocols either started or completed between (B)(6), from which sub-optimal tissue processing was reported by the complainant. The finding in relation to the variance between the ethanol concentration in bottles 3-10 inclusive measured by hydrometer on (B)(6) 2021 and that calculated by the instrument software suggests that the carryover setting and/or user input of the number of cassettes to be processed at the start of a number of processing runs is incorrect. Although not identified on (B)(6) 2021, it is also likely based on the information available that concentration discrepancies also existed in bottles designated for formalin and xylene and the wax in the wax chambers. As the concentration decreases by a smaller amount for reagents with a concentration above the final reagent threshold than for reagents with a concentration below the final reagent threshold, the impact of the incorrect carryover setting would be smaller on the former group. The root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed. Specifically, information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from the "biopsy 4 hr" protocol and the tissue type and size of the affected tissue samples were detailed as "gi" and "1.5" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "biopsy 4 hr" protocol with a duration of approximately 4 hours is not appropriate for processing "gi" and "1.5" in size. The variance between the measured and calculated ethanol concentration in bottles 3, 6, 7, 8, 9 and 10 identified on (B)(6) 2021, which likely resulted from an incorrect carryover setting and/or incorrect input of the number of cassettes to be processed by a user at the start of a number of processing runs, would also have been a contributing factor to the sub-optimal tissue processing reported. Although not identified on (B)(6) 2021, it is also likely based on the information available that an incorrect carryover setting and/or incorrect input of the number of cassettes to be processed by a user at the start of a number of processing runs would also have resulted in variance between the actual and calculated reagent concentration in bottles designated for formalin and xylene and the wax in the wax chambers.